Manufacturer narrative:
This incident is recorded under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed that the gears were chipped away causing the ratchet to get stuck. Tech replaced the gears, tested the unit, calibrated it, and returned it to the customer. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during allograft processing ratchet handle is getting stuck and gears are chipping away. Device could perform up and down but not properly. No damage to graft no additional graft needed. Upon evaluation device handle confirmed to be stuck. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.